Event description:
An inflammatory mass was reported. Drug delivered via the device was morphine 10m/ml; "pump dispenses 6 microliters per day." Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 8835, serial # (B)(4).

Manufacturer narrative:
(B)(4).